Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with non-sustained rv oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Recommended programming changes were made.